Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 self activated. The reporter stated "it was activating by itself while it was in the cannula. It continued to operate when it should not have. He stopped it by pushing the trigger forward". The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).